Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing and noise. Lead dislodgement was suspected. The device was reprogrammed to vvi mode. The patient's condition was good.